Manufacturer narrative:
Examination of the returned device confirms the reported event of tip breakage. The initial report stated all pieces were retrieved. The returned device was forwarded to commercialized product development for evaluation and analysis (B)(4). The root causes of the failure is determined misuse and/or heavy usage. Based on the root cause of misuse and heavy usage, corrective action is not needed at this time. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of extraction device is broken off.